Event description:
As reported by navilyst medical's distributor in (B)(6), during a coronary angioplasty procedure the tubing fitting between the inflation device and the y-adaptor detached due to a cracked/broken female luer on the y-adaptor, spraying liquid in the physician's face. The type of liquid (saline, contrast, bio-hazard fluid/blood) that was sprayed is not known. The procedure was completed with another device. No complications or injury to the pt or physician resulted from this event. The used device was discarded and will not be returned to navilyst medical.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to ascertain the last three lots shipped to the reporting distributor in the six months prior to the procedure date. The device history records for the packaging lots obtained through the shr were reviewed. In addition, the corresponding lots for the purchased y-adaptor component item number packaged within the essentials kit were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The (B)(4) 2012, navilyst fluid management complaint report was reviewed for the product family of y-adaptors and the failure mode "disconnected - sprayed face." No adverse trends were identified. The directions for use (dfu) which is provided to the customer for this device contains the following info: precautions: prior to angioplasty, all equipment to be used for the procedure, including the dilatation catheter, should be carefully examined to verify proper function. Since therapeutic devices are fragile, exercise care during handling to reduce the possibility of accidental breakage. Pressures greater than 200psi (1, 378 kpa) may result in leakage or detachment of components. The reported complaint of cracked luer-sprayed in face cannot be confirmed since no product was returned for eval. Without receiving product to evaluate, we are unable to definitively determine a root cause for this event. DHR search of the shr lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. In addition, since the actual complaint sample was not returned for eval, a potential root cause may be that the end user overtightened the connection between the male rotating adaptor of the encore tubing and the female luer of the y-adaptor, resulting in a cracked female fitting. The incoming inspection process controls in place for the y-adaptor include an aql visual inspection to ensure that the devices are free of scratches, cracking or other damage, the thumbscrew threads are engaged but not touching seal; the luer is snapped over undercuts and can be rotated; the thumbscrew spins freely; that a 0.118" pin gauge slides in and out of the thumbscrew and hemostasis seal without interference. In addition to the visual inspections, an aql air leak test is performed at 20psi to verify the devices do not leak. (B)(4).